Event description:
It was reported that rotawire got separated and snare was performed. The target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 325cm rotawire was selected for use together with a rotablator. During the procedure, it was noted that the wire was cut when using a bigger burr with sizes 1.5mm and 2.0mm. The burr was removed by dyna glide while the wire was removed by the use of a snare. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that rotawire got separated and snare was performed. The target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 325cm rotawire was selected for use together with a rotablator. During the procedure, it was noted that the wire was cut when using a bigger burr with sizes 1.5mm and 2.0mm. The burr was removed by dyna glide while the wire was removed by the use of a snare. The procedure was completed with a different device. No patient complications were reported. It was further reported that device was completely removed by a snare and the patient's condition was good post procedure.

Manufacturer narrative:
Additional information on burr batch/lot number 0022015590.